Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the trigger of the battery handpiece/modular device was sticky, and the device would not run. It was further observed that the housing was worn due to a cosmetic damage, the labeling was illegible and etching, and the moving parts of the device did not move smoothly. It was determined that the device had corroded bearing, a worn seal, and a leak tightness test failure. It was further determined that the device failed pretest for general condition, marking and labeling, leakage test using bubble emission technique, check for mechanical free moving, check for sticky triggers and check function of device. It was noted in the service order that the device did not work. It was reported there were no delays to the surgical procedure and the surgery was completed as intended. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the trigger being sticky, identified during service and evaluation were confirmed. The assignable root cause was determined to be due to component failure from normal wear. UDI: (B)(4).